Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn near the up arrow keypad button. During testing, the up arrow, down arrow and contrast keypad buttons were found to be intermittently unresponsive; the ok button responded appropriately. There was evidence of contamination found under all key contacts. The pump failed a leak test due to a crack between the upper right corner of the display lens and the case seal. The pump cover was removed and moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes prior damage with moisture) issue. It was reported that the keypad buttons had become unresponsive after the pump was exposed to water. It was noted that moisture was visible behind the screen. It was not determined whether the tactile changes occurred prior to the moisture damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.